Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips remote service engineer (rse) confirmed that the system was not starting. A review of the log file cannot confirm the reported malfunction. During troubleshooting, rse identified that, the main circuit board (mcb) had tripped because of a power problem. Rse instructed the customer to check the input side of the m cabinet, earthing, and ups output. Advised the customer to switching on the mcb and then the system. After repair action, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the system would not turn on. There was no reported patient or user harm. Philips has started an investigation of this complaint.